Event description:
It was reported that the customer was having difficulty seeing the 2d view while using the enlite navigation system during a fess procedure. This was due to the fact that the nurse pulled a coronal CT image for the procedure instead of an axial image. A coronal image does not work with the customer's software. The use of navigation was aborted and the case was completed successfully using traditional methods without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
During the device evaluation it was determined that the use of coronal patient scans instead of axial patient scans may be a potential cause for the reported event.

Event description:
It was reported that the customer was having difficulty seeing the 2d view while using the enlite navigation system during a fess procedure. This was due to the fact that the nurse pulled a coronal CT image for the procedure instead of an axial image. A coronal image does not work with the customer's software. The use of navigation was aborted and the case was completed successfully using traditional methods without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.